Event description:
It was reported that the insulin pump had a badly scratched screen, causing the display to be illegible. The customer stated that he also had limited vision, which caused severe hardship in his attempt to operate the device. He did not know the blood glucose reading. He noted that the damage had been from normal wear and tear from the device having been kept in his pocket. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.